Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week later after generator replacement this right ventricular (rv) lead shows signs of fracture. Also, this lead exhibited under sensing due to noise. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.this supplemental report was created to capture additional information indicated that the lead involved is competitor's product. This does not meet reportable criteria.

Event description:
It was reported that a week later after generator replacement this right ventricular (rv) lead shows signs of fracture. Also, this lead exhibited under sensing due to noise. This rv lead was explanted and replaced. Additional information indicated that the lead involved is competitor's product. No additional adverse patient effects were reported.